Event description:
It was reported to vyaire medical that the avea ventilator had a low peep (positive end-expiratory pressure) during patient use. Furthermore, there was no patient harm reported associated with this event. Ventilator was swapped out.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. However, they have requested an onsite repair of the ventilator and a quotation for repair was sent out. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. However, as per work order performed under (B)(4), fsr (field service representative) arrived onsite and located the ventilator. Fsr performed an ovp (operational verification performance). All parameters were well within specification. The original error was low peep in yellow alarm banner in neonatal mode. After extensive test, he could not duplicate the problem and after discussing with customer it is ready for patient use. Exact root cause is not determinable.